Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shocking lead impedance measurements greater than 200 ohms detected via the remote monitoring system. A review on the logbook revealed that the high out of range was detected about half the time ago and recently had 0 ohms shock impedance reading. Boston scientific technical services (ts) discussed on trying all lead configuration measurements to assess shock system and results revealed all configurations were out of range. Moreover, it was determined that no episode with noise was observed when 0 ohms measurement was noted. Also, rv pace/sense, threshold and pacing impedance values were good. Ts then provided programming and troubleshooting options. A review on the latest data received via the monitoring system revealed that noise was on shock electrogram (egm) only; no noise on either pace/sense channel on stored episodes. Ts further discussed commanded shock testing and indicated that lead will likely need to be replaced. Subsequently, the crt-d and rv lead were explanted and replaced with competitor products. As per the field representative, the lead will not be returned though the device might be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.